Event description:
I'm using freestyle libre 3+ cgm sensors. I recently have been having low blood sugar alerts with the sensor I'm currently using. Checked my sugar level with an accu-chek glucose monitor and test strips. That reading was significantly higher then the libre3 sensor reading. The libre3+ sensor serial number is (B)(6).